Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connection between the transfer set and the patient connector was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with an amia cassette; further described as the patient line could not be disconnected from the female luer connector of the transfer set. It was further stated that the patient line had to be cut in order to disconnect. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given antibiotics as prophylaxis treatment. No additional information is available.